Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were low, the control bar was out of position, and the device was out of calibration. The motor, thickness control shaft, and various bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was sent in for maintenance and found in need of repair with the following diagnosis: control bar issue; calibration issue; defective motor need to be replaced. Investigation found the motor speeds were low. No adverse event was reported as a result of this malfunction.